Manufacturer narrative:
Update 03nov2020 - after clinician review, it was confirmed that the broken cup is not part of pin 12970, therefore it is not a siw device. For this reason the MDR will be cancelled.

Event description:
As reported: "the cup is broken on her (right) cad cam hip and needs revising." Update 03nov2020 - after clinician review, it was confirmed that the broken cup is not part of pin 12970, therefore it is not a siw device. For this reason the MDR will be cancelled.

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies.

Event description:
As reported: "the cup is broken on her (right) cad cam hip and needs revising."